Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and there was moisture inside the pump. This report is made based on results of investigation completed on 10/24/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: during investigation, the battery compartment was found to be cracked. Evidence of moisture corrosion was visible in the battery compartment.